Event description:
Pt presented for laparoscopic cholecystectomy. During procedure electrosurgical equipment was being used for cutting and cautery. One pencil-type device was placed on surgical field and staff noted a "spark" during the procedure. Following the procedure a dime-sized burn was noted on the pt's right chin, which was approx where the electric pencil was located.